Event description:
Customer reported erroneous differential test results for one pt sample when using a coulter lh 750 hematology analyzer. There were instrument generated flags with the test results. The test results were determined to be erroneous based on test results from a coulter gen-s system and manual differential results. Erroneous test results were not reported out of the laboratory. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 2 of 2 events reported by this customer for the first of two analyzers.

Manufacturer narrative:
The instrument was within qc specifications with respect to controls (accuracy) and reproducibility (precision). Flagging sensitivity was set at [2212], which is set to the mid-level setting for all except low level for imm ne 1. Service info was not provided. Raw data analysis was completed and showed elongated or long-tail neutrophil population. The software algorithm set imm ne 1 and imm ne 2 flags because of the abdominal pattern. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events. This MDR represents event 1 of 2 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00722.